Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation was breached by stylet. The outer insulation was breached by stylet. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was a lead perforation, with high impedance noted. The right ventricular (rv) lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.